Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink was unable to be confirmed as no product or images are available. Evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. A direct correlation between mlp (B)(4) and the reported events could not conclusively be determined through this investigation. The controller event log files captured transient low flow fault flags resulting in 31 low flow hazard alarms on (B)(6) 2021 and (B)(6) 2021. The lvad periodic log file captured one low flow event on (B)(6) 2021. The remaining log files appeared unremarkable. The majority of the observed low flow events also appeared to be associated with elevated pi values; however, a specific cause for these alarms could not be determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the files. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. "Introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. "System monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. "Alarms and troubleshooting" describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. "Surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ the heartmate 3 lvas patient handbook, rev. C, is currently available. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for mlp (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the emergency room (ER) with complaints of shortness of breath and chest pain. The patient described the feeling of fluid in their lungs. The patient had low flow alarms. A review of the log files revealed low flow events on (B)(6) 2021. There are also several low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when pulsatility index (pi) was elevated. A transesophageal echocardiography (tee) was performed and found to be benign. A computed tomography angiography (cta) of the chest revealed a 90-degree kink in the outflow graft with narrowing lumen. The was no plan of care decided as of (B)(6) 2021. The alarms resolved due to increasing the pump speed to 5000 rotations per minute. The patient was referred back to (B)(6) medical center for possible outflow graft stenting versus device explant in the setting of normalized ejection fraction.